Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported difficulty in hearing with the device starting approximately in (B)(6) 2017. There is no report of accident or trauma. Imaging and follow-up with the surgeon was recommended.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient reported difficulty in hearing with the device starting approximately in (B)(6) 2018. There is no report of accident or trauma. The recipient has been re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for re-implantation has been scheduled yet.

Event description:
Recipient reported difficulty in hearing with the device starting approximately in (B)(6) 2017. There is no report of accident or trauma. The recipient is to be re-implanted but a date for surgery has not been scheduled.